Event description:
A low blood glucose event was reported by the customer, and the cause of this event was unknown. Customer¿s blood glucose (bg) level was displayed as "low"; however, specific value was not provided. To address the low blood glucose level, the customer¿s son provided ice cream and toast.